Manufacturer narrative:
Based on the reported information, there was no malfunction or defect related to the device. Device not returned to manufacturer.

Event description:
The surgeon reported an adverse event that occurred during a right upper lobectomy and lower lobe wedge resection via a video-assisted thoracoscopic surgery (vats). While positioning the stapler behind the right upper lobe segmental pulmonary artery branch, the stapler was pushed somewhat forcefully and the vessel tore distal to the site targeted for transection of the vessel. The staples were then deployed in the proximal portion of the vessel, resulting in a successful staple line. The surgical procedure was converted to an open thoracotomy due to the distal tear and subsequent bleeding. Following the conversion, the surgeon observed that the staples remained intact and there was no issue with the distal staple line, however the tear was noted distal to the staple line. In a subsequent communication on (B)(6) 2017, the surgeon reported that the patient had expired. It was reported by the hospital personnel that the patient was expired from sepsis on (B)(6) 2016.